Event description:
Ous MDR - during the procedure the passeo-35 balloon catheter fractured and the distal part of the balloon remained inside the patient. The event date was not provided.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon of the complaint instrument has burst transversally. The proximal part of the shaft,including the hub, was not returned for analysis. The inner shaft has fractured distal to the proximal x-ray marker and is plastically deformed. Microscopic inspection of the proximal balloon fragment showed several deep scratches on the balloon surface near the fracture site. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. The conducted technical investigations and review of the production documentation did not reveal a material defect or manufacturing deviation. Due to the several deep scratches in close vicinity of the fracture site it is assumed that the rupture of the balloon was most likely induced by the patient's vessel anatomy. The inner shaft most likely fractured during device withdrawal as a consequence of the balloon rupture.